Event description:
Physician reported rupture of the right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported right "benign diffuse mastopathy of the fibrocystic type" which is non device related.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the radius side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations: crease fold observed on the device. Red particle observed on the device. Red particle observed on the gel. No penetrating nick(stress mark) observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported rupture of the right device. Mammography identified " benign diffuse bilateral mastopathy of the fibrocystic type with a predominance of the fibrous component, without macronodules or signs of degeneration." The device has been explanted.